Event description:
Joystick is not turning on, aide is stating that the "ingrated" wires are exposed, appears that they been tugged at. End user is having to use a manual chair till the joystick is fixed.